Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the implantable neurostimulator found no anomaly. (B)(4).

Event description:
It was reported the implantable neurostimulator was "defective." The setscrew of the new ins would not loosen and the doctor could not insert the lead. A second ins was used to complete the implant, which worked fine. The doctor was able to connect the lead without issue. No further information was reported.